Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the da vinci product with an alleged issue to perform failure analysis. However, failure analysis is not complete.

Event description:
It was reported that after a da vinci-assisted surgical procedure, the maryland bipolar forceps had a small plastic chip/flake came off at the tip; it was discovered during washing/cleaning. The procedure was completed with no reported injury.